Event description:
Addendum nov 10, 2022: it is not known when during the procedure the event occurred. The doctor was performing cut and coagulation with settings 3/1. There was no error message received at the time of the event. There was no delay to the completion of the procedure. The patient did not need additional anesthesia. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, e1, e2, e3, g3, g6, h2, and h10. Customer reported the event to south african health products regulatory authority (sahpra). Correction being made as this information was available at the time of initial MDR submission.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. Additionally, the coating of the grasping section was partially peeled off and the coating of the probe was partially peeling; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and partially peeling off. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic nissen fundoplication procedure, the device stopped sealing. Upon checking the device teflon pad was observed to be peeled back from the tip but still attached to the device. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting was on during the procedure. The surgeon was dissatisfied with the device and lost faith in olympus products.